Event description:
The connector that connects the hose to the comfort glide air blower and the hose appears to be poorly made and designed. They have upgraded from the original design and it seems to be better, but we still have a lot of old ones. I feel that they should replace all the old hoses. Manufacturer response for comfort glide air blower, medline (per site reporter). In the past they sent us replacement hoses, but recently we can't get a hold of anyone to send us any replacement hoses.